Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin needle/syringe. The customer reports, "the needle broke off in the skin after the insulin was injected. Pt went to the ER and the needle was able to be recovered from the patients skin."

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.